Event description:
It was reported that during an implant, the guidewire tip broke off. The physician was able to use a snare to retrieve the broken part. The patient was reported to be stable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant, the guidewire tip broke off. The physician was able to use a snare to retrieve the broken part. The patient was reported to be stable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). This same event was also reported via FDA report number 2649622-2010-05308.